Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed. The device was put through extensive testing without duplicating the malfunction. The device's system board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.